Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter with the original box and pouch. The batch number on the packaging and device matched the batch number for this complaint. The device was returned in two pieces. There was blood in the guidewire lumen and the balloon was tightly wrapped. The hypotube was broken 84cm from the strain relief. Inspection under magnification revealed that the fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected to dilate the target lesion. Upon advancing the device into a unspecified guide catheter, it was noted that the balloon shaft broke. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.